Manufacturer narrative:
(B)(4)

Event description:
A report was received that the patient had discomfort at the ipg site. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the revision procedure was done to relocate the patient's pocket due to previous pain and tenderness at the old location. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient had discomfort at the ipg site. The patient will undergo a revision procedure.